Event description:
The lead was explanted when repositioning was unsuccessful due to increase in thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.